Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. The patient could not tell if the device had actually emitted the tones, or if they came from an external source. A guidant technical services (ts) consultant recommended listening for the sounds to recur. If present, ts recommended contacting her physician.